Manufacturer narrative:
The device was received for evaluation. During functional testing, no upstream occlusion alarms were reproduced. A review of event history log revealed multiple upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic fluid numbers out of specification. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.